Event description:
The customer reported the display and led glows through machine when its switched off the display is flickering. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).